Event description:
I had lapband surgery (B)(6) 2004. I was diagnosed with autoimmune type I diabetes and hashimotos disease in 2010. Symptoms of the diabetes started in 2008. I truly believe that the autoimmune disease was related to the lapband. Initial lapband lagb 10 cm (B)(4). This band slipped severely with significant adhesions in 2006 resulting in removal with a new lap band inserted later that same year. The new unit was a lagb 10 cm s/n (B)(4). I had this unit removed (B)(6) 2012.